Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During vascular procedure, there were three sutures broke. There were no patient consequences reported. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2025 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) ¿ the sutures were reported to have broken during use on a patient. ¿ the person providing additional information is he is the vascular team lead. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigational summary: the product was returned to ethicon for evaluation. Three empty open folder packets were received for analysis. Product code m8706. The visual assessment of the returned winding former. No suture and needle were returned for analysis. As per this condition, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.